Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set leaked at the base of the spike while infusing platelets. There was no patient harm.

Event description:
The customer reported that the set leaked at the base of the spike while infusing platelets. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the base of the spike was neither confirmed nor reproduced. Visual inspection did not reveal any signs of damage or abnormalities. Each spike was separately tested via gravity and pump infusion, and subjected to a leak test. No leaks were observed at any time. The customer-provided tubing set was functioning effectively throughout the investigation. The root cause of the reported failure was not determined.